Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2017 by medical affairs director: revision of primary cemented tka after 2,5 years. According to report, the cement mantle may have failed on the medial side. This is difficult to verify on the xray supplied, but it's a possible, described in literature mode of failure of tka's. There are no clues leading to a defective device. Batch reviews performed on (B)(4) 2017: gmk-sphere tibial tray fixed cemented size 4 l reference 02.07.1204l lot 147380: (B)(4) items manufactured and released on 21 jan 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 4/10 mm l reference 02.12.0410fl (k121416) lot 147252: (B)(4) items manufactured and released on 26 mar 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-sphere femoral component sphere cemented size 4 l reference 02.12.0004l (k121416) lot 148405: (B)(4) items manufactured and released on 25 mar 2015. Expiration date: 2020-01-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years and 7 months after primary due to medial pain during revision it was noticed that all the cement remained on the tibial bone surface and no cement was on the prosthesis.